Event description:
It was reported that insulin dosing stopped on an ilet system when a dexcom g7 sensor lost and then regained connection, during which the user¿s glucose rose from 225 mg/dl to a reported peak of 303 mg/dl before trending down after changing supplies and the cgm coming back online. Symptoms included no reported clinical symptoms. Outcomes included transient hyperglycemia without medical intervention or hospitalization. Investigation included troubleshooting and user education regarding cgm signal loss and replacement of supplies. Investigation of this case revealed a cgm signal loss event associated with the dexcom g7 that interrupted automated dosing; once connectivity was restored and supplies were changed, glucose levels declined, supporting a sensor connectivity issue as the contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was cgm signal loss leading to temporary suspension of automated insulin delivery.